Event description:
It was reported that the patient would have a revision to move the implantable neurostimulator (ins) because the patient lost 100 lbs. No signs and symptoms, product problems, patient information, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reports the patient lost 100 lbs (pounds) and the pocket needed to be moved at the time of her battery replacement. She lost weight and the doctor moved the pocket to a more comfortable place. The battery ran out of life and was replaced. The representative guess the patient was probably doing great.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).